Manufacturer narrative:
Based on the customer data review of the investigation and an hbv carryover study performed, a product deficiency was identified; therefore, the complaint was dispositioned as confirmed. Specification not met: the product requirement of the alinity m hbv amp kit (list 08n47) should only have a sample carryover rate (upper bound of the two-sided 95% confidence interval) of less than or equal to 2% for negative specimens tested adjacent to high positive specimens. The result (combined rate of carryover contamination was 7.95%) from the hbv carryover study, does not coincide with the alinity m hbv product requirements document. On february 27, 2022, a decision was made to issue a customer letter (urgent field safety notice / field correction recall) to notify customers of the issue. Fa-am-mar2022-269 was issued on march 6, 2022. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. Initial notification to the FDA per 21cfr806 was completed on march 7, 2022.

Event description:
Abbott has received reports of misquantitation high results when using the alinity m hbv amplification kit. Data analysis has determined that carryover from a well containing high titer hbv to a neighboring well is a potential contributing factor. Carryover events may cause not detectable or low level quantitation samples that are positioned near high titer positive samples in the assay tray to produce falsely elevated (misquantitation high) hbv results. A product deficiency was identified for the alinity m hbv assay. The potential hazard associated with this issue is incorrect results (misquantitation high). Field action (fa-am-mar2022-269), was taken to address this issue. It was deemed reportable per 21cfr806 and therefore reportable under 21cfr803.

Manufacturer narrative:
The sample carryover data for the alinity m hbv assay was recalculated per communications with the FDA which resulted in a change of the overall carryover rate from(B)(4) to(B)(4) this change was reflected in the associated risk assessment. Initial notification to the FDA regarding the updated field action notice was completed on november 4, 2022. Updates to the associated customer letter (urgent field safety notice / field correction recall) fa-am-mar2022-269 are in process, with input from FDA, to provide customers this updated carryover rate.